Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 instrument, and identified the failure mode as a defective carbon bridge and sample probe. The fse performed maintenance and replaced the carbon bridge and sample probe to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion selective electrolyte (ise) patient results including sodium (na), potassium (k), carbon dioxide (co2), calcium (calc) and chloride (cl) on their unicel® dxc 600 instrument. The erroneous patient results were reported outside of the laboratory, but were later amended. There was no report change to treatment, injury, or death associated with this event. Quality control was within specification prior to event.